Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components. Malalignment of the components or inaccurate implantation may lead to excessive wear and/or failure of the implant or procedure." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-07275 / 09114)

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2005. It was further reported that patient experienced elevated metal ion levels, soft tissue abnormalities and fluid collection in the posterior lateral region. The fluid measured 21.0 x 47.4 x 46.6mm. Additional information received reports cup inclination is outside of the safe zone limits of 45 deg ± 10 deg (i.e. 35 to 55 deg).